Manufacturer narrative:
(B)(4). The sample was discarded.a follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). The se 2240 alarm has been confirmed to be caused by use error, based on the information provided in the event description. The lot number is unknown; therefore a batch review cannot be performed. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell 3 of 3. The technical service representative (tsr) assisted the home patient (hp) to clear the error and informed him of the error's meaning. The hp would stop therapy for the day and do his normal manual exchange at 4pm today. No patient injury or medical intervention was indicated at the time of the initial report. During follow up the patient stated the cassette was the cause as sometimes the line doesn't prime properly and that when he connected, the alarm occurred. The patient knows how to prime the line properly now. The nurse was contacted regarding the 2240 alarm. No patient injury or medical intervention was reported.